Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. The device was simply pulled out from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.